Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels of 256-568 mg/dl which were addressed with an infusion set change, a cartridge change, manual injections, and correction boluses. Cause bg for was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.